Event description:
Edwards received notification from a surgical cardiovascular specialist that a 1 year and 1 month old 29mm sapien 3 was explanted and replaced with a 23mm inspiris valve.the patient had severe cai, pvl, worsening sob, fatigue and failure to thrive. Echo demonstrated severe ai and chronic persistent a-fib. The sapien was explanted, savr was performed as well as maze via sternotomy.  During the explant, the valve was stated as malpositioned, with pvl. Also, mr was noted and was felt to be a result of a low landing on the tavr deployment hindering the movement of the anterior leaflet, however the mitral valve was not repaired after aortic valve was replaced. After closing the aorta and coming off pump the mr was reduced to trace/mild and the new aortic valve was working perfectly. Patient is doing well.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the valve was explanted and replaced after 1 year and 1 month due to severe cai and pvl. Based on the available information, the root cause of the event remains indeterminable but was likely due to patient related factors and the progression of the underlying valvular disease pathology. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a surgical cardiovascular specialist that a 1 year and 1 month old 29mm sapien 3 was removed was explanted and replaced with a 23mm inspiris valve. The patient had severe ai and pvl. Also, mr was noted and was felt to be a result of a low landing on the tavr deployment hindering the movement of the anterior leaflet. The left atrium was not opened or the mitral valve fix in any way. After closing the aorta and coming off pump the mr was trace to mild and the new valve was working perfectly. Patient is doing well.